Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump was under-delivering and that his blood glucose increased to 600 mg/dl. The patient treated with two manual injections of 20 units. Troubleshooting was initiated for the insulin pump. The insulin pump was not worn during an MRI or exposed to strong magnetic fields. There were no motor position encoder error alarms in the alarm history as well. The device passed the displacement test. The customer was advised to monitor the insulin pump and blood glucose. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.